Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs-robo-8 anchor tissue retrieval system device was being used during a cholecystectomy procedure on (B)(6) 2025 when it was reported ¿a medical student deployed bag under supervision. Knot came undone and came out without the bag. The metal spring never deployed either. Got another bag and had zero issues.¿. Further assessment questioning found that ¿when he pulled on string to pull out the bag that the string came detached from the bag. So they used a second bag to get the first bag out of abdominal area. The second part ¿the metal spring¿ never deployed either.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the trs-robo-8 anchor tissue retrieval system device was being used during a cholecystectomy procedure on (B)(6) 2025 when it was reported ¿a medical student deployed bag under supervision. Knot came undone and came out without the bag. The metal spring never deployed either. Got another bag and had zero issues.¿. Further assessment questioning found that ¿when he pulled on string to pull out the bag that the string came detached from the bag. So they used a second bag to get the first bag out of abdominal area. The second part ¿the metal spring¿ never deployed either.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.